Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller would not interface with the power module and system monitor. Attempted with 2 different power modules and system monitors without success. Able to see readings on the system controller. A slight kink in the white power cord coming from the system controller was observed therefore the system controller was changed. No further issues after the system controller change.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial # (B)(6)) was shipped to the customer on (B)(6) 2019. The reported event of a communication issue with the system monitor was confirmed with the returned system controller (serial # (B)(6)). The system controller was connected to laboratory equipment, and the reported issue was able to be reproduced. Electrical measurement confirmed an opened/severed condition with an underlying communication wire within the white power cable. The white power cable was dissected. Visual inspection did not reveal any compromised insulation on the underlying wires suggesting the conductor breakdown may be related to the repetitive flexing of the cable during use. It was noted visual inspection confirmed the kinked area on the white power cable near the housing end. However, electrical measurement determined the area near the strain relief at the white connector end is the compromised area. The power cables have a fluid ingress related issue. The log file retrieved from the returned system controller captured routine power cable disconnect alarm events relating to power exchanges. No adverse event captured. No further information was provided. The manufacturer is closing the file on this event.